Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patient had frequent ipg charging. No device malfunction was suspected. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.